Event description:
A health care professional reported receiving a high adc reading of >400mg/dl as compared to a laboratory reference reading of 146 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
On january 7, 2010, the facility representative reported to baxter global technical services that on an unknown date one colleague cx triple channel volumetric infusion pump in which it was alarming and turning itself off. The device was just received back from the shop in late december and it is doing the same thing again. It is unknown when the failure code occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version is currently not known.

Manufacturer narrative:
This is a final report. The customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. As the reported test strip lot was not returned, retain testing has been performed on (lot 6czk2g), . Testing on strip lot 6czk2g was performed with low control solution and high control solution. Forty-eight tests were performed in total. All results were within range specification and the standard deviation fell within specifications. No errors or issues were observed during retain testing. No readings issue was noted during retain testing of strip lot 6czk2g. The product was performing within its performance claims and met manufacturer's quality specifications prior to release.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available. Please note that the device manufacture date for meter (B) (4) is unknown.